Manufacturer narrative:
Siemens customer care center (ccc) specialist offered to dispatch service to the customer site, but the customer declined. The customer informed siemens that there were no system performance errors or other errors related to reagents and components. The customer reviewed the results of 17 other patient samples that were run on the same instrument on (B)(6) 2018 and the results were acceptable. The customer could not confirm if the sample that was discordant was mixed well before being initially tested and the low result could have been due to sample handling issues. As there were no other errors identified on the system, the falsely low psa result may have been due to improper mixing of the sample. The system is performing within specifications.

Event description:
A discordant, falsely low prostate specific antigen (psa) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s) and was questioned. The same sample was repeated on the same instrument, resulting higher. A new blood draw was taken from the same patient on a different date and was run on the day it was drawn on the same immulite 2000 instrument as the previous sample. The results of the repeat of the initial sample and the new blood draw matched. There are no known reports of patient intervention or adverse health consequences to the patient due to the discordant falsely low psa result.